Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was noted that the patient was admitted and listed for a status 2 heart transplant with outflow graft obstruction.

Manufacturer narrative:
Section a- patient weight requested; information not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted evaluating for possible outflow graft kinking and/or obstruction. The log files were reviewed and found no unusual events.

Manufacturer narrative:
Manufacturer's investigation conclusion: although a deformation of the outflow graft was confirmed based on the submitted computed tomography (CT) image, the type of deformation and root cause could not be determined. It was reported that the patient was admitted to evaluate for possible outflow graft kinking and/or obstruction. A CT image was submitted which revealed a deformation in the patient's outflow graft. A review of the submitted log files revealed the device operating as expected at the set speed. No unusual alarms or events were noted. Multiple attempts were made to obtain additional information from the customer; however, no additional information has been provided at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision b is currently available. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.